Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative.the cable was not connected and was pinched behind the cover in between the rotor. The cable was re-routed and plugged in and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Manufacturing date was unavailable at the time of filing.

Event description:
Medtronic received information that while performing the 3d calibration on this o2 for a new install, and the left side trackers are not showing up. The trackers will flicker on in the stealth intermittently. The system was rebooted and the position of the camera was adjusted on the stealth with no resolve. The right side trackers work fine. There was no patient present when this issue was identified.

Manufacturer narrative:
The gantry gpio was returned to the manufacturer for analysis. The gantry gpio was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.